Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the endoeye deflectable videoscope exhibited b31 scope communication error due to breakage of the electronic board. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reportable malfunctions of scope communication error code b31 (other failure mode) and scope communication error code b31 (failure of circuit board) were confirmed. Based on the results of the investigation for error code b31 other failure mode, the image sensor unit may have had an anomaly, leading to the subject event. The possible cause is irregular load to the bending section, leading to the event since damage of scratches and deformation was observed on the bending section. However, it was unable to be specified. For the results of the error code b31 failure of circuit board, the circuit board in the endoscope connector may have had an anomaly, leading to the subject event. The probable cause of the anomaly is external stress of bumping during handling of the device, applying irregular load to the internal circuit board since damage was observed on the video connector. However, it was unable to be specified. The root cause for both events could not be identified. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): instructions for ltf-s190-5 opeation manual chapter 3, ¿preparation and inspection¿ section 3.8, ¿inspection of the endoscopic system¿ inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.